Event description:
Pt was on bipap machine. Order received to try pt on venti-mask. Pt placed on venti-mask and sat's dropped into the 50's. Pt placed back on bipap machine. Sat's in 50's and not coming up. Switched oxygen line to another flowmeter. The flowmeter that the line was originally hooked up to was on 15l of oxygen but no oxygen flowing. Pt was to be on 2l. Sat's went back to 70's after 3 minutes. Three hours later, pt arrested and expired.